Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 43 mg/dl and current blood glucose is 255 mg/dl. The customer reported that the insulin pump did not suspend and then 109 mg/dl, 132mg/dl, then 163 mg/dl, 191 mg/dl. The insulin pump will not be returned for analysis.